Event description:
Muscle pain, depression fatigue, sore throat, headaches, sleeplessness, depression, memory problems, sleeping problems, headaches, night sweats, tennis elbow, arthritis symptoms in elbows, wrists, knees, ankles,legs,and shoulders, muscle fatigue, swelling of hands/fingers, breast tender, burning pain, fatigue, arms/legs burn, general aching/stiffness, coldness/pain of extremities, feet swell and hurt, malpositioned implants, incorrect size of implants and poor circulation.